Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device power board has a burned c65. There was no patient involvement.

Manufacturer narrative:
Additional information added to: for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they preformed pcu keypad recall and replaced power supply board. The failure code of the was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the assembly front case with keypad 8015 m2. A review of the device history record showed the device had a manufacture date of 20aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device power board has a burned c65. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they preformed pcu keypad recall and replaced power supply board. The failure code the was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the assembly front case with keypad 8015 m2. A review of the device history record showed the device had a manufacture date of 20aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device power board has a burned c65. There was no patient involvement.